Event description:
The customer stated she was treated by the paramedics due to low blood glucose. No blood glucose reading was reported. The customer stated she was not connected to the infusion set during the manual prime and she stated, there were no unusual events that would have contributed to the low blood glucose. Troubleshooting was performed. The programming and history on the insulin pump were correct.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.